Event description:
The access nurse was called to patient room to evaluate a PICC that was reported by floor nurse to be leaking with no blood return. When the vat nurse flushed the distal lumen, there was leaking between the base of the pink end port and extension line. Vat nurse started catheter over wire exchange in attempt to replace the leaking catheter. She felt a large amount of resistance , so she terminated the procedure , removed the catheter and ordered a doppler study. The doppler study found a large clot within the patient's svc. This line was ordered and inserted in may for tpn use. Vat nurse stated there was a delay/interruption in therapy because the patient could not receive their tpn that evening. The family decided to increase oral antibiotics and try to increase oral intake to try and avoid another PICC procedure; therefore, the procedure has not been attempted again. Vat nurse confirmed that the patient has experienced no other issues due to the catheter.

Manufacturer narrative:
(B)(4). The customer returned one 2-lumen PICC for evaluation. The catheter body appeared to be intentionally cut. After the sample failed functional testing, the distal lumen was microscopically examined. A small hole was detected just below the luer hub. The two portions of the catheter body measured 12.8" and 5.9", totaling 18.7" which is within specifications of 18.625- 18.875" per product drawing. The outer diameter of the distal extension line measured to be 0.0946" which is within specifications of 0.093-0.097" per product drawing. The inner diameter of the distal extension line measured to be 0.059" which is within specifications of 0.055-0.059" per product drawing. This indicates that the wall thickness measured within specifications. The extension lines were initially flushed to ensure no blockages were present. With the distal end of the catheter occluded, the extension lines were pressurized using a water- filled lab inventory syringe. When the distal line was pressurized, water leaked from the extension line/luer hub. A manual tug test confirmed the lumen was fully secured within the luer. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested." The customer report of an extension line leak was confirmed by complaint investigation of the returned sample. The distal lumen contained a small hole adjacent to the luer. The device passed all relevant dimensional testing, and a device history record review was performed with no relevant findings. Based on the appearance of the sample received, manufacturing caused or contributed to this event. A non-conformance request has been initiated to further investigate this issue.

Manufacturer narrative:
(B)(4).

Event description:
The access nurse was called to patient room to evaluate a PICC that was reported by floor nurse to be leaking with no blood return. When the vat nurse flushed the distal lumen, there was leaking between the base of the pink end port and extension line. Vat nurse started catheter over wire exchange in attempt to replace the leaking catheter. She felt a large amount of resistance , so she terminated the procedure , removed the catheter and ordered a doppler study. The doppler study found a large clot within the patient's svc. This line was ordered and inserted in may for tpn use. Vat nurse stated there was a delay/interruption in therapy because the patient could not receive their tpn that evening. The family decided to increase oral antibiotics and try to increase oral intake to try and avoid another PICC procedure; therefore, the procedure has not been attempted again. Vat nurse confirmed that the patient has experienced no other issues due to the catheter.